Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing. The insulin pump passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop idle current test and run current test were in specification. The insulin pump was received with blank display due to corroded battery cap contact. Analysis tested with a test battery cap and the insulin pump powered on properly. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and scratched keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a blank screen even after with the replacement battery cap. The customer's blood glucose was 154 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.